Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type catheter product ID neu_unknown_cath. Serial# (B)(4), product type catheter. (B)(4): analysis of the catheter anchor found anchor did not properly detach from ascenda tool and not able to use.

Event description:
It was reported that the distal end of the anchor coiled into itself upon deployment and had to be removed. The anchor was replaced. Issue occurred during a procedure and the anchor was never implanted. Patient status at time of this report was noted as alive with no injury. There was no patient symptoms or complications associated with this event. Patient medical history was noted as none. The pump was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID neu_unknown_cath, serial# unknown, product type: catheter.